Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse inspected the integrated electrosurgical unit (iesu) erbe and observed that it faulted with error c-34 upon power up. Additionally, it showed error codes - c-34/c-33/c-00. Customer stated that these errors would occur while using monopolar energy and it was impossible to use the unit normally. Fse replaced erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi has issued a return material authorization (RMA) to have the erbe returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, the integrated electrosurgical unit (iesu) erbe was faulting with error c-34 after system was powered on. An intuitive surgical inc., (isi) technical support engineer (tse) advised customer to perform a power cycle of erbe but it did not resolve the issue. It was further stated that unit faulted only while firing monopolar energy. The procedure was completing as planned with no reported injury. An isi field service engineer (fse) to follow-up.

Manufacturer narrative:
Intuitive surgical inc., (isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and the customer reported complaint was confirmed. A review of the logs found errors c-30 and c-34 confirming the issue occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The erbe was tested using a well-known system and the unit displayed error c-34. The unit will be returned to the original equipment manufacturer for additional analysis. The complaint was confirmed based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the iesu generator throwing error c-34. This error indicates a voltage lower or higher than expected during energy activation.

Event description:
Refer to h11 for follow-up information.